Manufacturer narrative:
The device has not been returned for evaluation. Based on the description of a fluid spill, it is unk if fluid entered into the key electronics of the device causing damage. A follow up will be submitted when the device is returned and the evaluation has been completed. Haemonetics (B)(4).

Event description:
Haemonetics received a report on (B)(6) 2014 for an orthopat device with a battery not holding a charge and a recent fluid spill. No injuries reported.